Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received used product upper part small pieces, therefore was an investigation from the small pieces not possible and lot number was also not available. No unused instruments available. Root causes are unknown for the breakage.

Event description:
In this event it was reported that a k-reamer broke during use. The separated piece could not be retrieved and remained in the canal.